Event description:
Report received from I(B)(6) stating that, "the burr doesn't fit in." The device was not being used during surgery. It is unk if injury or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).